Event description:
Customer called to report having elevated blood glucose (bg) readings despite a bolus insulin doses and was hospitalized with dka. Customer was unconscious at the time of the hospitalization, and the pod was thrown away, so no product information is available. Customer was unsure of the exact date of this incidence as well. Customer stated that she is using the pinch-up method when applying pods. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.